Event description:
It was reported that customer experienced broken pump screen with an unreadable touchscreen. There was no reported impact to the customer¿s blood glucose level. Customer arranged for pump return for evaluation and received replacement pump from distributor, and no additional information was available regarding further actions or outcome.